Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead was exhibiting loss of capture and increased thresholds. The right atrial (ra) lead was also exhibiting issues of increased impedances. A chest x-ray was taken which indicated that the patient was a twiddler, and twiddled the leads around the device. A revision procedure was done, which surgically abandoned both leads, and two new leads were then implanted. Post implant, there was once again loss of capture on the newly implanted rv lead. They physician thought that maybe the device header was damaged from the twiddling, so he elected to explant and replace the device. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--